Event description:
The customer reported via phone call that they experienced low blood glucose. The customer's blood glucose was 75 mg/dl. The customer treated their blood glucose with food. While troubleshooting, it was found that the insulin pump was exposed to an x-ray machine while at the dentist. The customer was unable to fully perform the displacement test because the insulin pump kept alarming no delivery. The customer later received a replacement insulin pump but no longer needed the replacement insulin pump since it was found that the no delivery alarm was caused by a lack of insulin.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.